Manufacturer narrative:
Pentax model eg29-i10c is classified as import for export, therefore 510k is not applicable. Pentax same model eg29-i10c-us is distributed in the USA with 510k k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report from a distributor in switzerland stating, "leds cannot be switched on" involving pentax model eg29-i10c/serial (B)(4). No further information was provided at the time of the report. The device was returned to pentax medical (B)(6) service workshop where the following was confirmed: no led, with test pcb no change, with test electrical connector (g15) - led - ok. No picture available. The lg-cable connector assy will be replaced. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.